Manufacturer narrative:
Medtronic is unable to determine a relationship between the product and patient outcome at this time as no product has been returned to date. Of note: upon review, the instrument (centrimag) listed in the user facility medwatch (report number mw5060507) is a non-medtronic product. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a user facility medwatch indicating that after 72 days of support for a patient waiting for a heart transplant, the customer reported the disconnection of another manufacturer's circuit from this cannula. The disconnection resulted in exsanguination and the patient expired. The customer indicated that this event was most likely caused by user manipulation between the other manufacturer's device and the cannula, and not because of a product issue. The product is not expected to return.

Manufacturer narrative:
Corrected information: sex.